Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms and the gear train noise seemed to be slower than normal. After the alarms, the customer would change the supplies to the pump. The customer reported a blood glucose (bg) level of 230 mg/dl and a bolus of insulin was used to address the bg level. The customer may continue to use the pump or use multiple daily insulin injections to manage diabetes.